Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was over 600 mg/dl at the time of the incident and the current blood glucose was 180 mg/dl. The customer was treated with pump. It was reported that they had insulin flow block alarm. The customer declined troubleshooting for high blood glucose. The customer was advised that infusion set would be replaced. The insulin pump will not be returned for analysis.